Event description:
It was reported that the patient's left hip was revised due to trunnions, gross trunnion failure, and dissociation of the head from the stem. The stem, head, and competitor liner were revised to competitor implants.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised due to trunnionosis, gross trunnion failure, and dissociation of the head from the stem. The stem, head, and competitor liner were revised to competitor implants.

Manufacturer narrative:
Reported event an event regarding disassociation involving a securfit fit stem was reported. The event was confirmed via clinician review. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: what can be gleaned from the limited information provided is that a primary secure fit max 11/15 and c taper cocr head 32+5 was revised for extensive trunnionosis and dissociation of the femoral head from the stem. A single ap x-ray of the hip was provided. This demonstrated severe remodeling of the trunnion with dissociation of the femoral head. No supporting information was available to establish the root cause for this issue. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to trunnionosis, gross trunnion failure, and dissociation of the head from the stem. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.